Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a drainage procedure performed on (B)(6), 2010. According to the complainant, the stent could not be deployed. The inner sheath of the device was stretched and detached when the physician attempted to withdraw it. The physician felt resistance, and the jagwire could not be removed from the outer sheath. They were able to retrieve the inner sheath, and it was removed along with the jagwire and the outer sheath of the device. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Pt age unknown, however over 18 years old. (B)(4): (catheter stretched, catheter froze on wire). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual inspection of this device revealed that the push catheter was buckled by the hub. The working length of the push catheter was bent. The suture hole on the push catheter was torn. The guide catheter was torn into two pieces (containing the proximal and the distal remnant) and the proximal remnant was found stretched and frozen on the guide wire. The suture was broken on the push catheter and the stent was not returned. The distal remnant of the guide catheter could not be removed from the push catheter. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a drainage procedure performed on (B)(6), 2010. According to the complainant, the stent could not be deployed. The inner sheath of the device was stretched and detached when the physician attempted to withdraw it. The physician felt resistance, and the jagwire could not be removed from the outer sheath. They were able to retrieve the inner sheath, and it was removed along with the jagwire and the outer sheath of the device. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".